Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of implant") and device dislocation ("migration of implant") in an adult female patient who had essure (batch no. C76455,c76456) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes;failed 2 times". The patient's past medical history included uterine leiomyoma and gravida I. Concurrent conditions included sleep disorder, dysfunctional uterine bleeding and uterine fibroids. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia").in (B)(6) 2015, the patient experienced pelvic pain ("pain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2017, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection") and abdominal pain lower ("cramping pain"). The patient was treated with ibuprofen, surgery (surgery to remove essure device) . Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, cystitis, dysmenorrhoea and abdominal pain lower outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the female sexual dysfunction and weight increased had not resolved. The reporter considered abdominal pain lower, cystitis, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on the right side , 3 coils were visible in the uterine cavity and on the left, 4 coil were visible in the uterine cavity after deployment of the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120.181 kgs. Hysterosalpingogram - on (B)(6) 2016: failure to occlude (close) fallopian. Most recent follow-up information incorporated above includes: on 30-mar-2018: pfs and medical record received:the event abnormal bleeding (vaginal, menorrhagia), bladder infection,apareunia, dysmenorrhea (cramping), weight gain,failure to occlude (close) fallopian added. Reporters,events outcome,medical history,concurrent condition,lab data,lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of implant, device breakage, device broke during salpingectomy and remained in uterus") and device dislocation ("migration of implant") in an adult female patient who had essure (batch no. C76455,c76456) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes;failed 2 times". The patient's past medical history included uterine leiomyoma and gravida I. Concurrent conditions included sleep disorder, dysfunctional uterine bleeding, uterine fibroids, lower abdominal pain and muscle cramps. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain ("pain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) worsened"). In 2017, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection") and abdominal pain lower ("cramping pain"). The patient was treated with ibuprofen, antibiotics, surgery (surgery to remove essure device) and surgery (surgery to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, cystitis, dysmenorrhoea and abdominal pain lower outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the female sexual dysfunction and weight increased had not resolved. The reporter considered abdominal pain lower, cystitis, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on the right side , 3 coils were visible in the uterine cavity and on the left, 4 coil were visible in the uterine cavity after deployment of the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120.181 kgs. Hysterosalpingogram - on (B)(6) 2016: failure to occlude (close) fallopian . On(B)(6) 2015: xr hysterosalpingogram- impression: scout view of the pelvis demonstrate satisfactory essure placement bilaterally. Endometrial cavity is normal without filling defect or mass. Bilateral hydrosalpinx noted. Faint blush of contrast arises from the left fallopian tube, follow-up hysterosalpingogram suggested in 3 months to ensure satisfactory occlusion of both fallopian tubes. On(B)(6) 2016: xr hysterosalpingogram- impression: water-soluble contrast is demonstrated beyond the distal ends of the coils which are in satisfactory position. This is consistent within an unsatisfactory occlusion. No free spillage of water-soluble contrast material is seen within the peritoneal cavity. A normal endometrial cavity is demonstrated without filling defects or masses. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Lot number: c76455 manufacture date: 15-jul-2014 expiration date: 15-jul-2017. Lot number: c76456 manufacture date: 16-jul-2014 expiration date: 31-jul-2017 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of implant, device breakage, device broke during salpingectomy and remained in uterus'), device expulsion ('migration of implant/entire implant in my uterus') and embedded device ('half of the other coil embedded in my uterus') in an adult female patient who had essure (batch no. C76455,c76456) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes;failed 2 times". The patient's medical history included uterine leiomyoma and gravida I. *plaintiff underwent x-ray and CT. Concurrent conditions included sleep disorder, dysfunctional uterine bleeding, uterine fibroids, lower abdominal pain, muscle cramps and smoker. In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) worsened"). In 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), abdominal pain lower ("cramping pain"), hypertension ("blood pressure was up"), dyspnoea ("breathing treatment before the procedure"), malaise ("sick feeling") and anxiety ("anxious"). The patient was treated with antibiotics, ibuprofen and surgery (fallopian tube removal/1st july hysterectomy and on 1st july hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, embedded device, pelvic pain, cystitis, dysmenorrhoea, abdominal pain lower, hypertension, dyspnoea, malaise and anxiety outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the female sexual dysfunction and weight increased had not resolved. The reporter considered abdominal pain lower, anxiety, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspnoea, embedded device, female sexual dysfunction, hypertension, malaise, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on the right side , 3 coils were visible in the uterine cavity and on the left, 4 coil were visible in the uterine cavity after deployment of the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120.181 kgs. Hysterosalpingogram - on (B)(6)-2015: xr hysterosalpingogram- impression: scout view of the pelvis demonstrate satisfactory essure placement bilaterally. Endometrial cavity is normal without filling defect or mass. Bilateral hydrosalpinx noted. Faint blush of contrast arises from the left fallopian tube, follow-up hysterosalpingogram suggested in 3 months to ensure satisfactory occlusion of both fallopian tubes.; on (B)(6) 2016: results: failure to occlude (close) fallopian. On (B)(6) 2016: xr hysterosalpingogram- impression: water-soluble contrast is demonstrated beyond the distal ends of the coils which are in satisfactory position. This is consistent within an unsatisfactory occlusion. No free spillage of water-soluble contrast material is seen within the peritoneal cavity. A normal endometrial cavity is demonstrated without filling defects or masses.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Lot number: c76455 manufacture date: 15-jul-2014 expiration date: 15-jul-2017. Lot number: c76456 manufacture date: 16-jul-2014 expiration date: 31-jul-2017. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received- new events added: entire implant in my uterus clubbed with previoustly reported event device migration and updated to device expulsion,blood pressure was up, sick feeling, breathing problem, anxious.concomitant condition and new reporter were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of implant, device breakage, device broke during salpingectomy and remained in uterus'), device expulsion ('migration of implant/entire implant in my uterus'), embedded device ('half of the other coil embedded in my uterus'), uterine perforation ('migration / perforation') and fallopian tube perforation ('migration / perforation') in an adult female patient who had essure (batch no. C76455,c76456) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes;failed 2 times". The patient's medical history included uterine leiomyoma and gravida I. Plaintiff underwent x-ray and CT. Concurrent conditions included sleep disorder, dysfunctional uterine bleeding, uterine fibroids, lower abdominal pain, muscle cramps and smoker. In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) worsened"). In 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), abdominal pain lower ("cramping pain"), hypertension ("blood pressure was up"), dyspnoea ("breathing treatment before the procedure"), malaise ("sick feeling"), anxiety ("anxious"), abdominal distension ("bloated") and abnormal faeces ("first poop which takes a few days"). The patient was treated with antibiotics, ibuprofen and surgery (fallopian tube removal/1st july hysterectomy, laproscopic surgery and on 1st july hysterectomy, laproscopic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, embedded device, uterine perforation, fallopian tube perforation, pelvic pain, cystitis, dysmenorrhoea, abdominal pain lower, hypertension, dyspnoea, malaise, anxiety and abdominal distension outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the female sexual dysfunction and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain lower, abnormal faeces, anxiety, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspnoea, embedded device, fallopian tube perforation, female sexual dysfunction, hypertension, malaise, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on the right side , 3 coils were visible in the uterine cavity and on the left, 4 coil were visible in the uterine cavity after deployment of the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120.181 kgs. Hysterosalpingogram - on (B)(6) 2015: xr hysterosalpingogram- impression: scout view of the pelvis demonstrate satisfactory essure placement bilaterally. Endometrial cavity is normal without filling defect or mass. Bilateral hydrosalpinx noted. Faint blush of contrast arises from the left fallopian tube, follow-up hysterosalpingogram suggested in 3 months to ensure satisfactory occlusion of both fallopian tubes.; on (B)(6) 2016: results: failure to occlude (close) fallopian. On (B)(6) 2016: xr hysterosalpingogram- impression: water-soluble contrast is demonstrated beyond the distal ends of the coils which are in satisfactory position. This is consistent within an unsatisfactory occlusion. No free spillage of water-soluble contrast material is seen within the peritoneal cavity. A normal endometrial cavity is demonstrated without filling defects or masses.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Lot number: c76455. Manufacture date: 15-jul-2014. Expiration date: 15-jul-2017. Lot number: c76456. Manufacture date: 16-jul-2014. Expiration date: 31-jul-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received- new event migration/perforation added and coded to uterine perforation and fallopian tube perforation. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of implant, device breakage, device broke during salpingectomy and remained in uterus'), device expulsion ('migration of implant/entire implant in my uterus'), embedded device ('half of the other coil embedded in my uterus'), uterine perforation ('migration / perforation') and fallopian tube perforation ('migration / perforation') in an adult female patient who had essure (batch no. C76455,c76456) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes;failed 2 times". The patient's medical history included uterine leiomyoma and gravida I. Plaintiff underwent x-ray and CT. Concurrent conditions included sleep disorder, dysfunctional uterine bleeding, uterine fibroids, lower abdominal pain, muscle cramps and smoker. In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) worsened"). In 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), abdominal pain lower ("cramping pain"), hypertension ("blood pressure was up"), dyspnoea ("breathing treatment before the procedure"), malaise ("sick feeling"), anxiety ("anxious"), abdominal distension ("bloated") and abnormal faeces ("first poop which takes a few days"). The patient was treated with antibiotics, ibuprofen and surgery (fallopian tube removal/ (B)(6) hysterectomy, laparoscopic surgery and on (B)(6) hysterectomy, laparoscopic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, embedded device, uterine perforation, fallopian tube perforation, pelvic pain, cystitis, dysmenorrhoea, abdominal pain lower, hypertension, dyspnoea, malaise, anxiety and abdominal distension outcome was unknown, the vaginal hemorrhage and menorrhagia had resolved and the female sexual dysfunction and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain lower, abnormal faeces, anxiety, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspnoea, embedded device, fallopian tube perforation, female sexual dysfunction, hypertension, malaise, menorrhagia, pelvic pain, uterine perforation, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: on the right side, 3 coils were visible in the uterine cavity and on the left, 4 coil were visible in the uterine cavity after deployment of the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120.181 kgs. Hysterosalpingogram - on (B)(6) 2015: xr hysterosalpingogram- impression: scout view of the pelvis demonstrate satisfactory essure placement bilaterally. Endometrial cavity is normal without filling defect or mass. Bilateral hydrosalpinx noted. Faint blush of contrast arises from the left fallopian tube, follow-up hysterosalpingogram suggested in 3 months to ensure satisfactory occlusion of both fallopian tubes.; on (B)(6) 2016: results: failure to occlude (close) fallopian. On (B)(6) 2016: xr hysterosalpingogram- impression: water-soluble contrast is demonstrated beyond the distal ends of the coils which are in satisfactory position. This is consistent within an unsatisfactory occlusion. No free spillage of water-soluble contrast material is seen within the peritoneal cavity. A normal endometrial cavity is demonstrated without filling defects or masses.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Lot number: c76455. Manufacture date: 15-jul-2014. Expiration date: 15-jul-2017. Lot number: c76456. Manufacture date: 16-jul-2014. Expiration date: 31-jul-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('fracturing of implant, device breakage, device broke during salpingectomy and remained in uterus'), device expulsion ('migration of implant/entire implant in my uterus') and embedded device ('half of the other coil embedded in my uterus'). In an adult female patient who had essure (batch no. C76455,c76456), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude. Fallopian tubes; failed 2 times". The patient's medical history included: uterine leiomyoma and gravida I. Plaintiff underwent x-ray and CT. Concurrent conditions included: sleep disorder, dysfunctional uterine bleeding, uterine fibroids, lower abdominal pain, muscle cramps and smoker. In 2015, the patient experienced, vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced, pelvic pain ("pain"). In 2016, the patient experienced, dysmenorrhoea ("dysmenorrhea (cramping) worsened"). In 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced, device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), abdominal pain lower ("cramping pain"), hypertension ("blood pressure was up"), dyspnoea ("breathing treatment before the procedure"), malaise ("sick feeling"), anxiety ("anxious"), abdominal distension ("bloated") and abnormal faeces ("first poop which takes a few days"). The patient was treated with antibiotics, ibuprofen and surgery (fallopian tube removal/1st july hysterectomy, laproscopic surgery. And on (B)(6) hysterectomy, laproscopic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, embedded device, pelvic pain, cystitis, dysmenorrhoea, abdominal pain lower, hypertension, dyspnoea, malaise, anxiety and abdominal distension outcome was unknown. The vaginal haemorrhage and menorrhagia had resolved. And the female sexual dysfunction and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain lower, abnormal faeces, anxiety, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspnoea, embedded device, female sexual dysfunction, hypertension, malaise, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on the right side; 3 coils were visible in the uterine cavity. And on the left; 4 coil were visible in the uterine cavity, after deployment of the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight: was reported to be 120.181 kgs. Hysterosalpingogram: on (B)(6) 2015, xr hysterosalpingogram impression: scout view of the pelvis demonstrate satisfactory essure placement bilaterally. Endometrial cavity is normal without filling defect or mass. Bilateral hydrosalpinx noted. Faint blush of contrast arises from the left fallopian tube. Follow-up hysterosalpingogram suggested in 3 months to ensure satisfactory occlusion of both fallopian tubes. On (B)(6) 2016, results: failure to occlude (close) fallopian. On (B)(6) 2016, xr hysterosalpingogram- impression: water-soluble contrast is demonstrated beyond the distal ends of the coils, which are in satisfactory position. This is consistent within an unsatisfactory occlusion. No free spillage of water-soluble contrast material is seen within the peritoneal cavity. A normal endometrial cavity is demonstrated without filling defects or masses. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Lot number#: c76455, manufacture date: 15-jul-2014, expiration date: 15-jul-2017, lot number#: c76456, manufacture date: 16-jul-2014, expiration date: 31-jul-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: events added: "bloating and first poop which takes few days", new reporter added. A technical investigation will be conducted, including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device breakage ("fracturing of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.